Event description:
Information was received from a patient regarding an implant infusion pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient had a pain pump placed in their belly for back pain and it had been removed, but the "bag part" was left in and now had rolled up into a ball and fluid was around it. The patient was "in need of it coming out" and could not find a doctor to take it out.

Manufacturer narrative:
Continuation of d10: product ID neu_pouch_acc. Serial# unknown: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_pouch_acc, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.